Event description:
A terumo bct equipment operations technical specialist was evaluating a cobe 2991 at the customer site. In the course of the evaluation and repair the tech specialist received a shock from the device resulting in burns to both of his hands and a trip to the emergency room. This report is being filed due to medical intervention via emergency room visit.

Manufacturer narrative:
Investigation: per the technician, in the course of troubleshooting, the technician missed unplugging the device between replacing a component and testing what had been replaced. He stated that he had his index finger laying across the connection points of the power switch and his thumb against the frame. As the device was on, this is when the shock occurred. He was unable to let go of the device until the other service technician unplugged it. He went to the emergency room, was evaluated and treated for burns to the two fingers in question. Root cause: technician error. Items 2 and 3 under the personal safety section of the 2991 theory, maintenance and installation handbook, state the following: 2. Remove all power, ac and dc, when removing or assembling major components, working in the immediate area of power supplies, performing mechanical inspection of power supplies, and installing changes to machine circuitry. 3. Unplug the power cord whenever possible.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated. This supplement is being filed to modify